Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and atrophy, it was reported that the was cuff too big due to a measurement error at time of original surgery. Cuff was explanted and downsized. All other original components remain implanted. There were no additional patient complications reported.